Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer was uncertain of what their blood glucose (bg) levels were at the time of the malfunction but believes they were impacted. At the time the customer reported the malfunction, their bg level was 315 mg/dl. The customer stated they would administer a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.